Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented for in-clinic follow up with the right atrial lead exhibiting reproducible over-sensed noise. Programming interventions were made, which appeared to resolve the issue.